Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No death or serious injury reported. Requested return of suspect device for evaluation.